Event description:
On the night of (B)(6) 2012, the patient developed cerebral infarction. Administration of t-pa was contraindicated for the patient. The patient was unconscious before the procedure. On (B)(6) 2012, the patient was transported to the operating room and contrast revealed that the patient had tortuous vessels. On (B)(6) 2012, the physician performed the procedure introducing a roadmaster guide catheter from the right vertebral artery to the basilar artery. Then inserted the reperfusion catheter 041, a tangent micro catheter, and a chikai 14 neurovascular guide wire into the basilar artery using a coaxial technique. The reperfusion catheter 041 did not follow the micro catheter and the physician noted friction. The guide wire fell down into the proximal vertebral artery. The physician moved it back up to the basilar artery. The reperfusion catheter 041 was withdrawn and the physician considered changing out for the reperfusion catheter 032 but decided to continue to use the reperfusion catheter 041. The guide wire was moved differently than the first approach when it passed through the point the physician felt friction before, but it passed this point. The physician then felt friction advancing the reperfusion catheter 041 over the guide wire. A contrast run then revealed that the micro catheter and guide wire had perforated the vessel. Protamine was administered to reverse heparin and the physician determined it was too dangerous to continue the procedure and withdrew the devices. He placed coils from the micro guide wire and finished the procedure. There was hemorrhage but the patient's condition (blood pressure, etc.) Was not changed from the original levels at the beginning of the procedure.

Manufacturer narrative:
Conclusion: vessel perforation and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.